Manufacturer narrative:
The pump passed the displacement test, sleep current test and self-test. No low battery alarm noted during testing. Successfully downloaded history files and traces using thump. However, failed active current measurement(jabil) due to moisture damage at the battery tube compartment. Pcba2, pcba1 was cleaned and installed to working test battery tube/case and passed active current measurement test. Pump was cut open to perform visual inspection and found¿ evidence of physical or moisture damage on the electronic assembly and battery tube compartment. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, pillowing keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails and cracked keypad overlay. Charge/battery lasts less than expected confirmed due to moisture damage at the electronic assembly and battery tube compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer was advised to insert a new aa battery and restart the pump. No harm requiring medical intervention was reported. The customer would continue the use of the device. The product mmt-1884 was requested and customer response was the device will be returned.